Event description:
The customer reported that the battery was taking about an hour to charge from 95% to 100%. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.